Manufacturer narrative:
Sections with additional information as of 25-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Nothing suggests a device malfunction. Rather, the customer¿s spike in glucose and subsequent test revealing normal levels is consistent with the customer¿s wife¿s suggestion that the high levels first obtained were due to poorly-controlled diet or improper testing protocols. Note: manufacturer contacted customer in a follow-up call on 10-aug-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated no longer experiencing symptoms and no additional medical intervention since the last call was reported. Note: manufacturer contacted customer in a follow-up call on 17-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with the customer's wife and stated she was at the hospital with the customer. Wife did not provide any more information. Note: manufacturer contacted customer in a follow-up call on 20-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Wife confirmed that customer was not been hospitalized. Customer did not seek medical intervention that was related to diabetes and the use of our product since last call.

Event description:
Consumer¿s wife reported high blood glucose test results. The wife expressed concern with test results obtained by the customer¿s adult children of 480 mg/dl. The customer¿s expected fasting blood glucose test result range is 166-200 mg/dl. At the time of the call, the customer felt lethargic. The customer¿s wife stated that her children called the ambulance for the customer on 04-aug-2020 due to the high blood glucose test results. Some time later, paramedics tested the customer's blood glucose with their device and wife stated the result was normal (result was not disclosed). Customer was taken to the hospital, was monitored for a few hours, and was discharged. Customer¿s wife stated he was not treated for diabetes. No new recommendations were provided to customer upon discharge. Medical intervention was not related to the use of thi products. The meter memory was reviewed for previous test result history: (B)(6). In a follow-up call, the customer¿s wife indicated that the customer does not control his diabetes well, and that his high glucose levels may have been because his children fed him sweets. She also stated that he often fails to follow hand-washing protocols before testing his glucose. She also noted that he suffers from cancer and other comorbidities. Customer service asked her to return the device and provided a mailer for her to do so. As indicated below, subsequent follow-up efforts were unsuccessful. Despite continued efforts, to date, no product has been returned and therefore, no internal investigation of the device has been conducted.